Manufacturer narrative:
(B)(4) medical products: persona femoral cemented cr standard cat#: 42532007901, lot#: 63205330 , unknown persona knee bearing cat#: unknown, lot#: unknown . Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports:3007963827-2018-00022, 0002648920 - 2018 - 00110, 0001822565 - 2018 - 00790. Remains implanted

Event description:
It was reported that the patient's knee is swollen and red. Patient suffered elevated temperature and nausea two days after initial knee arthroplasty.

Manufacturer narrative:
Reported event was unable to be confirmed. Device history record (DHR) was reviewed and no discrepancies were found. Review of complaint history determined that no further action is required as no trends were identified. There are warnings in the package insert that this type of event can occur. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.